Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information this patient underwent a cardioversion after which a device interrogation identified a message that the device required immediate attention. A download of the device data was performed and reviewed by a boston scientific technical services representative. The consultant confirmed several magnet applications resulted in a decrease in the battery; however, the battery has since recovered. No adverse patient effects were reported.